Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
According to the reporter, the surgeon was performing l5-s1 anterior lumbar interbody fusion (alif) procedure, and using eval set. Surgeon selected the short angled driver from the set and tried to insert the screw. The driver was no long enough to seat the screw. He then selected the long angled driver from the set, but since the head of the screw was already stripped, the long driver would not engage the head of the screw to seat the screw properly. Surgeon used a coker instrument to remove the screw with the stripped head and discarded the screw. He then selected a 25mm synthex screw to complete the procedure with no further problem. Total of ten minutes was added to the procedure, and no adverse effect to patient.